Manufacturer narrative:
H3, h6: the device used in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the reported event or determine a root cause. Probable causes are application and skin preparation . The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device the associated risk files contain details relating to harm. However, the clinical review has not established a causal link. Additional rmr is not required. No batch/lot number has been provided, therefore a review of the device history has not been possible the complaint history file contains further instances. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
Reference: (B)(4).

Event description:
It was reported on a literature case named "influence of PICC arm exercises on joint function in patients with catheterization". Author: zhang ting et al., international journal of nursing. In this study, the iv3000 (smith & nephew) was applied during PICC to explore the effect of PICC arm exercises on the lateral joint function. It was documented on the paper that five patients developed venous thrombosis. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.